Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed by review of MRI report. MRI report stated that a left total arthroplasty was present with a fibrous membrane formation along the posterolateral aspect of femoral stem. A small volume of thin walled simple fluid posterior to the greater trochanter was observed. Partial tearing of left hamstring tendon and left gluteus minimus tendon were noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product: 00620205422, trabecular metal modular cup, 62399905 00771101200, m/l taper, 62400797 00801803202, cocr femoral head, 62424313. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07468, 0001822565 - 2017 - 07470, 0001822565 - 2017 - 07471.

Event description:
It was reported that the patient underwent initial left hip arthroplasty. Subsequently, the patient has experienced pain on the left side, corrosion causing elevated metal ion levels, and fluid collection. The patient was prescribed medication for the pain. Attempts have been made and additional information on the reported event is unavailable.